Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) phone called and assisted the customer to replace sample loop and blew out stator face and rotor seal with canned air. Verified proper chromotraghy and qc passing. The most probable cause of the reported event was occlusion of the sample loop.

Event description:
On (B)(6) 2015 the customer reported getting low ta's on patient samples only with their hlc-723g8 analyzer. Ts (technical support) advised to inspect waste flow and verify no obstructions and waste flow is normal. Customer reported still getting low ta's on patient samples only. States that this issue began last week and they have replaced the sample needle as suggested with no help, states that the waste line is not backing up. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.